Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted on (B)(6) 2012; 6944-65 lead, implanted on (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The right atrial (ra) lead shows possible loss of capture on current electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.